Manufacturer narrative:
The reagent lot number was 73073101 with an expiration date of 30-sep-2024. The field service engineer found bent dispensing nozzles in the pre-wash area. He replaced the nozzles and performed adjustments. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ferritin elecsys e2g results for qc and patient samples from the cobas e 801 analytical unit. For one patient sample, the initial result was 4.33 ng/ml and the repeat result on (B)(6)2023 was 19.3 ng/ml.